Event description:
It was reported that a li-ion battery operated for 3 minutes then the autopulse s/n (B)(4) displayed "low battery" message. Customer continued to use the battery and it ran for at least 20 minutes. Add'l details were requested by the MFR and have not been obtained. There was no adverse pt sequelae reported.

Manufacturer narrative:
The autopulse li-ion battery involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. No problem was found with the battery. The archive confirmed that this battery had been regularly charged and properly maintained. Recent charge dates prior to the report: (B)(6) 2013 (test cycle), (B)(6) 2013. The test cycles and all charges were normal and unremarkable. The battery archive showed that on (B)(6) 2013, the battery was placed in the autopulse fully charged at about 11:07 am central time, and remained in the autopulse for 42.3 minutes. During the time it was in the autopulse, it was fully discharged in a manner consistent with powering the autopulse for chest compression on a pt. The battery was removed from the autopulse at about 11:49 am, and placed into a charger 6 minutes later. It charged in 85.7 minutes without any issue. Probable root cause attributed to this event could not be determined. Autopulse 1.5 g s/n (B)(4). MFR report# 3003793491-2013-00446.